Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for gastrointestinal/ pelvic floor. It was reported the patient had issues with voiding since coming out of back surgery. It was reported that the patient had back pain issues that were unrelated to the interstim. The nurse was instructed on how to use the patient programmer, the nurse confirmed that the therapy was on and they were initially synced with the ins ,thus the therapy was never turned off for back surgery. The nurse was considering that anesthesia was causing the current urinary issue. The nurse was redirected to hcp if the patient still doesn't get relief. This was a sudden change in therapy/symptoms. No further patient complications were reported/anticipated as a result of this result.